Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was confirmed. Device evaluation and results: the stain marks and the discolouration marks throughout the unit cartons indicate contact with liquid monomer. The broken ampoules indicates that the source of the liquid monomer came from within the unit carton. The leaking liquid monomer would have deformed the liquid blister, discoloured the unit carton and caused it to stick to another unit carton which resulted in tear mark. The unit carton appears to have been subject to compression and excessive handling which most likely resulted in the breakage of the liquid ampoule and subsequent damage noted. Medical records received and evaluation: not performed as no adverse consequences to the patient were reported as replacement devices were immediately available. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the device evaluation, the unit carton appears to have been subject to compression and excessive handling which most likely resulted in the breakage of the liquid ampoules and the subsequent damage noted. It is not possible to determine when the monomer ampoule was fractured. Ncr (B)(4) was raised in (B)(6) 2010 to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects. No further investigation is possible at this time.

Event description:
It was reported that the breakage of the ampoule was noticed in the hospital.

Event description:
It was reported that the breakage of the ampoule was noticed in the hospital.